Event description:
It was reported that a basal/bolus infusor overinfused. This occurred during infusion of 60 ml of morphine and saline. The reporter stated that the expected infusion time was five days, but only 10 ml of medication was left after three days of infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was received for evaluation. The device was visually inspected and functionally flow tested, with the results showing no signs of abnormalities that could have caused or contributed to the reported condition. The device functioned within the acceptable product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured october 18, 2012 - october 19, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device has been received by baxter, but the evaluation has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.